Manufacturer narrative:
Medwatch sent to FDA on 10/2/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "little fluid on upper lip" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of edema: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Patient reported after injection in lips with unspecified juvederm patient has a "little fluid" on upper lip. Patient treated with vitrase. Symptoms are ongoing.